Event description:
It was reported there was an impedance issue. The entire system was replaced. Information received five days later indicated the manufacturer representative checked impedances on the new device. The new device was functioning properly and was turned on. The patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v813487 implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2011, 4 explanted: (B)(6) 2014, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).